Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to a bent cannula. The reading obtained was "greater than 600 mg/dl" on an unknown hospital meter. The patient was hospitalized on (B)(6) 2016 and release date is unknown. Patient was diagnosed with diabetic ketoacidosis. Patient was given injection of 20 units of fast acting humulin insulin initially. Patient has continued to receive injections of lantus insulin, dosage is not known. Product will not be returned for evaluation as it was discarded by the patient.